Event description:
It was reported that the pt experienced a jolting sensation between her legs after exposure to walmart's security gate. The device was on during exposure. Her device continues to work very well for her. It was noted that the pt was not able to adjust her stimulation. She received a blank display with and without her antenna. Further info is being requested from the hcp.